Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has a pre-existing dry spot on his back prior to receiving the lifevest. Patient advised the lifevest has irritated the spot and caused it to ooze. There was no alleged device malfunction contributing to the irritation. Patient reported that a medical professional prescribed a cream. Follow up indicated that the cream is helping with the skin irritation.